Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Two additional mitraclip xtr devices referenced are filed under separate medwatch report numbers.

Event description:
This is filed for gripper actuation issue. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4-5 with a large gap. Two mitraclip xtr devices were successfully implanted on the anterior and septal leaflets. A third mitraclip xtr (90301u119) advanced to further reduce tr. However, during grasping, it was not possible to lower the grippers. Troubleshooting was performed 4 times, however unsuccessfully. It was noted that it could be possible that the grippers were caught in the septal leaflet. The clip was not implanted and the device removed. Two additional clips were implanted however got in a wedge position after deployment but remain stable. It is unknown if the septal leaflet or the chordae was grasped. Post procedure tr was reduced to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated and returned device analysis could not replicate physical resistance with anatomy in testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, there was no similar incidents reported from this lot. The reported gripper actuation issue was also not confirmed via returned device analysis. However, it was noticed that the actuator mandrel was broken at the actuator coupled weld. Physical resistance (grippers were caught in the septal leaflet) appears to be related to the patient morphology/pathology (huge tr with big gap and long and very mobile septal leaflet). In this case, this was a mitraclip procedure to treat tricuspid regurgitation (tr). It should be noted that as per the instructions for use, the mitraclip system is indicated for reconstruction of the insufficient mitral valve through tissue approximation. Additionally, it was noticed that the actuator mandrel was broken at the actuator coupled weld. The actuator mandrel break at the actuator coupled weld indicates a potential product quality issue (weld break). The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Internal file number: (B)(4). Result code 170 removed, conclusion code 23 removed. Evaluation summary: all available information was investigated and returned device analysis could not replicate physical resistance with anatomy in testing environment. The reported gripper actuation issue was also not confirmed via returned device analysis. The observed break on the coupler was likely due to the heavy corrosion. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, there was no similar incidents reported from this lot. All available information was reviewed and a definitive cause for the reported gripper actuation issue could not be determined. The returned device analysis could not confirm the issue. Physical resistance (grippers were caught in the septal leaflet) appears to be related to the patient morphology/pathology (huge tr with big gap and long and very mobile septal leaflet). The improper or incorrect use appears to be related to the use of off label device. Additionally, it was noticed that the actuator mandrel was broken at the actuator coupled weld. The observed break on the coupler weld was likely due to the heavy corrosion. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.